Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2009 an elevate apical and posterior repair system was implanted in the plaintiff to treat her pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff "suffered serious and permanent injuries, including, but not limited to, mesh erosion, bleeding, vaginal discharge, anxiety, and other injuries." It was also alleged that the plaintiff "experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and sustained permanent injuries." It was also alleged that the plaintiff suffered a "disability."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.